Event description:
The manufacturer received voluntary medwatch (mw5105853) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging nail fungus on right hand, skin irritation on both arms, atrial fibrillation, respiratory issues, cough with crackles, black particles in nose. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.